Event description:
Second degree burn. Case description: this is a spontaneous report from a contractable pharmacist received through a pfizer company representative. An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back and hip, wrap) (lot number: f41323b, expiration date: may 2014) on unknown date for four to five hours for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. On (B)(6) 2012, the patient placed thermacare heatwrap in her lumbar area for four to five hours in the morning, and she experienced second-degree burn. Due to the event, she had to go to emergency room. The pharmacist stated that the patient had placed thermacare heatwrap on the shirt. The action taken in response to the event for thermacare heatwrap was unknown. Upon follow-up, the spanish drug agency considered the event of second-degree burn an incident. It was reported the patient was receiving "cures" but no specific treatment information provided. At the time of this follow-up report, it was unknown if the patient had recovered. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2012): follow-up information received from the spanish drug agency included: correct lot number, expiration date, event onset, treatment information and upgraded this report to a reportable device incident.